Event description:
It was reported that 20 days post operative evaluation, the patient was found to have a pericardial effusion. A pericardiocentesis was performed. 400 cc of fluid was removed from the pericardial space. The patient remained stable. The procedure was atrial fibrillation (afib). The physician was not sure if it was procedure related or due to pericarditis which also could have been a result of the procedure. Multiple attempts were done to request for further details, however no additional information has been provided.

Manufacturer narrative:
The concomitant products: carto 3 system: ser# (B)(4); stockert generator: ser# (B)(4); cool flow pump: ser# (B)(4), lassonav catheter: cat# d134301 , lot# unknown ; soundstar catheter: cat# sndstr10 lot# unknown. (B)(4).